Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that electrode did not enter the body with two sensors. It was reported that electrode was between the skin and the adhesive. Sensors would be replaced.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection. Found both sensors with the cannulas bent.